Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, mid left anterior descending de novo lesion that was 99% stenosed. The lesion was pre-dilated with two unspecified balloons (1.2x6mm and 2.5x12mm). A 3.00x18mm rx xience xpedition stent was deployed and an edge dissection occurred. An unspecified xience xpedition stent was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.